Manufacturer narrative:
No reported injuries associated with this incident. During a scheduled preventative maintenance the service technician noticed that the ultrasonic function was not working. The reported symptom was attributed to a short of q1, q2, and q5, mosfet switches found on the ultrasonic generator (500 w) board, (B)(4), which caused the fuse to open, rendering the board inoperable. The loss of the ultrasonic generator does not, of and by itself, result in an endoscopic high level disinfection process failure that does not render a microbiologically safe product or present any additional risks for reuse given the nature of the pre-cleaning labeling instructions and high-level disinfection. Given the nature of endoscope pre-processing and high-level disinfection based on sgna guidelines, either the presence or absence of ultrasonics should still result is an endoscope that has had its bioburden reduced to an acceptable level. It is concluded that there is no reasonable likelihood that an endoscope processed in the absence of the ultrasound will present any additional risks. Additionally, the custom ultrasonics service representative servicing the device installed an ultrasonics feedback alert system enhancement. The ufas enhancement detects the ultrasonics function of the system 83 pluswasher/disinfector during the wash and rinse phases of a reprocessing cycle and alerts the user of status by a led indicator..

Event description:
During preventative maintenance , it was discovered that the ultrasonics were not functioning.